Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted.based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsular bag tore when the lens was inserted. The incision was enlarged to remove the lens and another lens of a different model implanted. Sutures were used.